Event description:
It was reported that this right ventricular (rv) lead exhibited small amplitude noise which was oversensed occasionally. The impedance and thresholds measurements were stable. Possible external electromagnetic interference was suspected. A review of the data by technical services (ts) noted that the signal artifact monitoring (sam) setting was on, and that given the intermittent nature of the events stored the issue was likely related to external electromagnetic inference (emi). Ts discussed performing further in clinical review to assess the noise further and to possibly perform isometrics and provocation maneuvers. No adverse patient effects were reported. The lead remains implanted.

Manufacturer narrative:
This lead remain implanted. Upon additional information this investigation will be updated.